Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been receiving inaccurate fill estimate when they load their cartridges. No troubleshooting was performed for the past events. A system check was performed using the current supplies and the fill estimate accuracy could not be determined due to the customer changing the cartridge prior to contacting tandem technical support. During a follow-up call, the customer declined troubleshooting and declined to provide any additional information regarding this event.